Manufacturer narrative:
The customer's glidescope core system and bflex 2 regular 5.0 single-use bronchoscope were returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned devices but was unable to confirm the reported image issues. When connecting the customer's monitor to verathon's test equipment, the tsr could not duplicate any loss of video. The monitor was tested for thirty (30) minutes without any issues identified. No physical damage was identified via visual inspection. The monitor passed verathon's device functionality testing and confirmed to be within specification. Next, the customer's bflex bronchoscope was connected to verathon's test equipment for five (5) minutes with no identified video drop out. No physical damage was identified via visual inspection. The bflex bronchoscope passed verathon's device functionality testing and confirmed to be within specification. Lastly, the qc cable was connected to verathon's test equipment which also functioned as intended. However, visual inspection identified cracks and missing plastic around the cable's connector housing. While the tsr was unable to duplicate the reported failure, it is possible that the identified connector damage may have caused or contributed to the reported issue. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the customer was notified about verathon's findings and advised to replace the damaged qc cable. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported, while using a glidescope core system during a bronchoscopy procedure, the screen went black while visualizing the patient's lungs. The system was power-cycled but then displayed a blurry image with faint lines. The procedure could not be completed as there was no backup device available. The patient was already intubated at the time; however, no patient harm was reported.